Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had an air/water leakage from the insertion section. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a detachment of adhesive on the tip screw which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that there was insufficient adhesive in the screw holes at the distal end due to mishandling. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover has a chip, a crack, and was detached due to chemical or physical stress. It was also observed that the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch box, protector of the universal cord on the control section side, objective lens, light guide lens and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to improper handling. Olympus will continue to monitor field performance for this device.